Event description:
A pt underwent initial surgery on (B)(6) 2011 on l5 - s1. The surgeon discovered a rod disengaged from the screw housing during a post-operative f/u exam. A revision surgery was performed on (B)(6) 2011 to replace the rod and set screws; the pedicle screws were left in place. Commentary from the surgeon indicates that one of the set screws was not tightened during the initial surgery, which resulted in the rod movement. Additionally, the surgeon indicated that the pt had engaged in overly vigorous activity shortly after his hosp release.

Manufacturer narrative:
The explanted device was not made available for eval. A review of the instructions for use indicates intra-operative directions for proper tightening of the construct. Per the initial reporter, films taken during the initial surgery confirmed proper engagement of the rods with the screw housings.